Event description:
(B)(4). After this device was inserted, I had horrible periods,the most horrid pms ever, and eventually a sharp right side pelvic pain that is always there now. It is hard to get comfortable to sleep at night because it is so uncomfortable. During my period, I feel a sharp pain shooting from my hip (right side) down my leg. During pms I feel like my whole body aches-like I have the flu. I also have terrible lower back pain. Went to dr. Last week..uterus is enlarged..I have ultrasound scheduled.